Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A clearlink blood recipient set which was used on a patient for a blood transfusion was reported by a nurse to be contaminated. The cause of the contamination was not reported. Due to an unrelated patient reaction after starting a blood transfusion, the nurse stated the blood set was contaminated, therefore, use of the set was discontinued. The exact location of the contamination was not specified. No visible signs of contamination were reported or found during evaluation of the set at the hospital. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition could not be verified through inspection of the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.